Event description:
It was reported on a social media post that a patient with an ingevity lead two and a half years post implant experienced a cardiac perforation. The patient had been experiencing chest pain and the threshold, sensing, and impedance of the lead had all changed out of their normal values. Diagnostic imaging was performed which confirmed the cardiac perforation. Additional information has been requested regarding the lead model/serial number, but has not been received. No additional patient consequences were reported.